Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, staff access was not functioning. The customer reported that the malfunction caused a delay in patient care since all medications must be removed by the one nurse. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that staff access was not functioning. A technical support specialist noted that customer has users who needed permissions to edit. Two specific users were not able to access a specific clinic device. Customer contacted consultant outside of case email chain and was able to get assistance for resolution. The system functioned as intended after the technical support specialist troubleshot the device.